Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that unspecified bd¿ q-syte had flow issues on 30 occasions and the device was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of flow rate occluded (30), devices being damaged / defective (1), and retractions within the device (30).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ q-syte had flow issues on 30 occasions and the device was damaged. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of flow rate occluded (30), devices being damaged / defective (1), and retractions within the device (30).